Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of exit marker bunched. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the black exit marker was bunched up and folded over on itself. They were unable to pull the device out through the endoscope, so they cut the catheter to remove the device from the endoscope. The procedure was completed with another cre wireguided dilatation balloon there were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.